Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced an event of leakage with 5 infusion sets after being used for 2-3 days. Patient replaced infusion set and resumed insulin deliveries successfully. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4).